Event description:
It was reported that the patient¿s ilet system showed urgent low glucose alerts at night while capillary blood glucose measured approximately 119 mg/dl, and the patient experienced both low and high glucose events with a reported range of 54 to 400 mg/dl; the caregiver also reported intermittent disconnection from the ilet app, use of multiple cgm platforms (libre 3+ and dexcom g7) with sensor connection issues, missed meal announcements, and an episode of running out of insulin at school that led to temporary use of long-acting insulin and mdi before reconnection to ilet. Symptoms included no reported clinical manifestations. Outcomes included hyperglycemia and hypoglycemia without medical intervention beyond home management and temporary subcutaneous insulin use. Investigation included troubleshooting and education, as well as assessment of device function related to connectivity and therapy continuity. Investigation of this case revealed user-related factors including missed meal announcements, app disconnections, and depletion of insulin supply, along with cgm connectivity inconsistencies that likely contributed to discordant glucose data and automated dosing behavior. It was concluded, based on previously established findings for similar reports, that the cause was use error and external factors affecting cgm connectivity and therapy continuity.